Manufacturer narrative:
The reported event of under-sensing was not confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Analysis, including sensing test at nominal and high sensitivity settings was performed and indicated normal device functionality. Additionally, a longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During an in-clinic follow up, episodes of undersensing on the r-wave were observed during a syncope event on the device. The physician explanted and replaced the device to resolve the event. The patient was stable and will continue to be monitored.